Manufacturer narrative:
Date of event is estimated. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient did not recharge the ipg as recommended and the ipg became unable to communicate with external devices. A manufacturer representative was able to confirm and deemed the ipg inoperable. As result, surgical intervention was undertaken on (B)(6) 2024, wherein the ipg was explanted and replaced to address the issue.